Event description:
It was reported that this inflatable penile prosthesis was removed as it stopped working. Upon explant of the device, it was noted that the tubing was cracked as it exited the pump. This resulted in fluid loss. A new inflatable penile prosthesis was implanted. No patient complications were reported.